Event description:
It was reported that the device received error code 13-1033-149. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over to determine the customer reported issue of npi 8100 error code 13-1033-149. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue - software related issue. Recommended re-flashing the 8100 firmware. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi 8100 error code 13-1033-149. Technical support: flashing unit: 1. Informed customer this is a software related issue. 2. Recommended re-flashing the 8100 firmware. 3. Customer will flash unit. 4. Customer replied by email informing flashing corrected the issue. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: flashing unit: 1. Informed customer this is a software related issue. 2. Recommended re-flashing the 8100 firmware. 3. Customer will flash unit. 4. Customer replied by email informing flashing corrected the issue. The customer reported problem was not confirmed. H3 other text : no product returned.

Event description:
It was reported that the device received error code 13-1033-149. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received error code 13-1033-149. There was no patient involvement.